Manufacturer narrative:
The device has not been received for analysis. If there is any further relevant information, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was found to have an insulation damage which caused the delivery of 26 inappropriate shocks. Additional information requested to sales representative confirmed the insulation was determined due to a gradual decrease of the lead impedance in time . Physician decided to surgically abandoned the rv lead and deactivate the device. No additional adverse patient effects were reported. Lead is not expected to be return.

Manufacturer narrative:
The device has not been received for analysis. If there is any further relevant information, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was found to have an insulation damage which caused the delivery of 26 inappropriate shocks. Additional information requested to sales representative confirmed the insulation was determined due to a gradual decrease of the lead impedance in time . Physician decided to surgically abandoned the rv lead and deactivate the device. No additional adverse patient effects were reported. Lead is not expected to be return.